Manufacturer narrative:
UDI: unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the front cover is broken, audible alarm does not work, and led lights are broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information was received via email 16-sep-2022. No patient involvement.

Manufacturer narrative:
Other, other text: additional information was received. The device was returned damaged e.g. Corroded drain fitting, cracked water tank cover, bent microswitch, etc. Functional testing revealed that components were broken, including: the front cover, the pcb (printed circuit board) speaker, and leds (light-emitting diodes). Forcing applied to the front cover of the device damaged the pcb (printed circuit board). The root cause was attributed to customer damage. The affected components were replaced. Preventive maintenance was performed. (H6c, h6d, h6e) a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.